Event description:
It was reported that the pump under infused. The patient also reported that the cadd pump went blank for a while and failed to alarm. The patient changed the battery and it restarted. The patient later noticed that there was still 31 ml of undelivered volume. No patient injury or complications were reported in relation to this event.